Event description:
The end user states that the frame has broken on the device. The end user states the frame broke where the wheel connects to the frame. No further information is available. Additional reportable malfunction for this device; the end user states that the back and seat upholstery are stretched out.